Event description:
It was reported that stent damage occurred. A 3.00 x 16mm synergy xd drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the distal part of the stent strut was damaged. The procedure was completed with another of the same device. No patient complications were reported.